Manufacturer narrative:
B3: unreported date in may2024. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain, cloudy pd effluent, and fever. The patient was hospitalized and treated with meropenem (intravenous, discontinued on jun2024) for peritonitis. Pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient recovered from peritonitis.